Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that five days after the spaceoar vue placement procedure, the patient was in the emergency room due to constipation and weakness. Computed tomography (CT) scan showed that the hydrogel was placed in the top layer of the rectal wall. The patient is currently asymptomatic.

Event description:
It was reported that five days after the spaceoar vue placement procedure, the patient was in the emergency room due to constipation and weakness. Computed tomography (CT) scan showed that the hydrogel was placed in the top layer of the rectal wall. The patient is currently asymptomatic. Additional information received on 07feb2026. It was further report that the images showed a rectal infiltration, a colonoscopy was performed that showed "nonbleeding rectal ulcer" however the biopsy confirmed a rectal mucosa with erosion. It was recommended to put the radiation on hold for a couple of months to promote the healing of the rectal wall.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review confirms the device met all manufacturing specifications. A labeling review confirmed the instructions for use (IFU) includes appropriate instructions for use including: "under ultrasound guidance in the sagittal view, and with the needle tip at the prostate mid-gland, use a smooth, continuous injection technique to dispense the spaceoar vue hydrogel into the space between the prostate and rectal wall". The patient symptoms are known risk associated with this device type, and it is noted as such in the IFU. A risk review was completed and confirmed that the events of "gel misplaced - non-vascular", "constipation", "weakness", "erosion" and "ulcer" were defined in the risk documentation. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this investigation was assigned to "unintended use error caused or contributed to event" additional information block b5 and h6 have been updated with the additional information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that five days after the spaceoar vue placement procedure, the patient was in the emergency room due to constipation and weakness. Computed tomography (CT) scan showed that the hydrogel was placed in the top layer of the rectal wall. The patient is currently asymptomatic. Additional information received on 07feb2026: it was further report that the images showed a rectal infiltration, a colonoscopy was performed that showed "nonbleeding rectal ulcer" however the biopsy confirmed a rectal mucosa with erosion. It was recommended to put the radiation on hold for a couple of months to promote the healing of the rectal wall.